Event description:
It was reported that the lead dislodged resulting in decreased r-wave amplitude and increased capture thresholds.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.